Event description:
It was reported that the patient presented for follow-up. Fastpath summary reported an alert for some vf episodes. Egms showed noise. Extenalized conductors were noted via fluoroscopy. The lead was capped.

Manufacturer narrative:
(B)(4).